Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 that a potential reportable event occured. No additional event or patient information is available. No product or data were provided for evaluation. The confirmation of  the complaint is undetermined. A root cause could not be determined.